Manufacturer narrative:
Patient¿s height reported as 181 cms. A product investigation was conducted. Visual inspection: the small hexagonal screwdriver (part # 314.02, lot # unknown, mfg # unknown) was inspected at us cq. Upon visual inspection, it was observed that the handle of the small hexagonal screwdriver was broken into two pieces (the broken portion was not returned) at the region of dowel pin. The distal tip of the screwdriver was stripped, and the holding sleeve was missing. Also, the screwdriver shows signs of minimal wear and no other issues have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was performed on the screwdriver and the diameter of the handle proximal to the broken portion, measured and it falls within the specification, based on relevant drawing. Document/specification review the relevant drawing(s) was reviewed; handle drawing was not able to be accessed during the cq investigation. No design or manufacturing defect or deficiency was observed during the investigation. A DHR review could not be performed as the lot number is unknown. Material/hardness review: the material review was not able to be performed as the lot number is unknown. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, one (1) small hexagonal screwdriver with holding sleeve was tore apart and cracked while surgeon was tightening a 3.5mm cortex screw during an open reduction and internal fixation (orif) of an olecranon. A back up screwdriver was used. There was no surgical delay. Procedure was completed successfully. Patient outcome is stable. During manufacturer¿s investigation of the returned device it was identified that small hexagonal screwdriver was broken into two pieces (the broken portion was not returned) at the region of dowel pin. The distal tip of the screwdriver was stripped, and the holding sleeve was missing. This condition was reevaluated and determined to be reportable on november 7, 2018. Concomitant device: 3.5mm cortex screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) small hexagonal screwdriver. This is report 1 of 1 for complaint (B)(4).